Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had its minute ventilation (mv) turned off. Additionally, it was noted that the patient had undergone and ablation procedure during the time the mv sensor was disable. Technical services (ts) was consulted and noted mv chop detected on both leads by two signal artifact monitoring (sam) episodes. Ts reviewed all impedance measurements have been stable over the last year. Ts recommended turning the mv sensor back on. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the<minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had its minute ventilation (mv) turned off. Additionally, it was noted that the patient had undergone and ablation procedure during the time the mv sensor was disable. Technical services (ts) was consulted and noted mv chop detected on both leads by two signal artifact monitoring (sam) episodes. Ts reviewed all impedance measurements have been stable over the last year. Ts recommended turning the mv sensor back on. The lead remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the<minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.